Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-00669. (B)(6). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient's rutherford assessment was category 3 and was subsequently treated. The target lesion was located in the right mid to distal superficial femoral artery (sfa) and proximal popliteal artery (ppa) with 100% stenosis and was 140mm long with a reference vessel diameter of 5mm and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation and placement of a two innova stents, sized 6 x 79 x 130 and 6 x 150 x 130 in overlapping manner. Following post-dilatation, residual stenosis was 0%. The patient was treated as an outpatient. In (B)(6) 2015, duplex scan revealed isr in the right sfa. Twelve days later, the patient returned for a planed angiogram and the 80% restenosis of the previously placed study stent in right mid to distal sfa was treated with laser atherectomy followed by drug coated balloon angioplasty. Post treatment, residual stenosis was 10%. On the same day, the event was considered to be resolved without residual effects.